Event description:
The customer reported that the system's images were uninterpretable. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep performed calibration on the generator. The system was tested and found to be working as intended and put back in service.